Event description:
It was reported that the device wouldn't coagulate. The doctor would bring it down and back up to achieve coagulation. The case was completed successfully with no patient consequence.